Event description:
It was reported that the patient had been hospitalized for diabetic ketoacidosis. The patient's blood glucose level read high (>400 mg/dl) while wearing the pod between 36 and 48 hours. When the pod was removed, the patient's mother reported the cannula had dislodged from the infusion site (arm). At the hospital, the patient was treated with intravenous fluids, an insulin drip also zofran for nausea. The patient was discharged after 3 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined.